Event description:
Customer called noting that they were hospitalized. It was stated that they were going to bolus when they noticed the reservoir door was open and the reservoir was out. Unit was not in a leather case. The pump was worn in tne customer's pants pocket. Troubleshooting was declineed.